Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and non-tortuous brachial cephalic vein. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. The balloon was inflated several times. The lesion was dilated at 20 atmospheres and the stenosis was released. The lesion was dilated again; however, during inflation at 20 atmospheres for about a minute, blood came into the indeflator and the balloon ruptured. The rupture was shaped of a letter 't' with horizontal and vertical rupture. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.